Event description:
User allegedly "took a meter to doctors office and [the device] was reading almost 80 points higher than at the doctors office". Customer also requested a data cable and control solutions, as well as a box of strips. Customer service sent the user easytouch test strips previously instead of for the healthpro device.